Event description:
Information was received indicating a cadd cassette reservoir was alarming "no disposable, pump won't run" during pre-use check. It was reported that troubleshooting was unsuccessful. No patient involvement. No additional information is available.

Manufacturer narrative:
Foreign: (B)(6).

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating a cadd cassette reservoir was alarming "no disposable, pump won't run" during pre-use check. It was reported that troubleshooting was unsuccessful. No patient involvement. No additional information is available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The sample fully primed, connected with no difficulty and no alarms were activated when the pump was set to running. Based on the investigation, the complaint allegation was not confirmed. There is not non-conformance or deviation related to the failure reported in the device history record for finish good and component associated.